Event description:
As reported, the surgeon converted a right anatomic to a reverse, due to a rotator cuff tear.

Manufacturer narrative:
Due to new information received after the initial report was filed, this event is no reportable. The new information contains the reason for the revision. Was rotator cuff repair, which is not a reportable event. The following sections have corrected information: as reported, the surgeon converted a right anatomic to a reverse, due to a rotator cuff tear. Caged glenoid.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a converted an anatomic to a reverse. No other information available at this time.